Manufacturer narrative:
(B)(4). Evaluation summary - post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual examination of the returned sample shows that the sample was not returned in its original packaging and the mesh has been inserted into the patient body, there is blood and patient tissue on the mesh. Mesh dimensions were found as expected, the mesh is stretched at the opposite side of the seam, there is a hole in the middle of the seam, and the green thread rupture is observed at the hole location. The rest of the seam was found as expected. It is recommended to use a trocar of at least 10mm internal diameter to introduce a mesh of size up to 15x10 cm and a trocar of at least 12mm internal diameter to introduce a mesh of size 16x12 cm or above. The investigation concluded that this was a user error. The physician used an 8mm trocar instead of a trocar of at least 10mm internal diameter to introduce the mesh. . A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). A review of the device history record has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. (B)(4).

Event description:
According to the reporter during a robotic hernia repair procedure upon opening the package there was a hole in the seam of the mesh. It was also reported that the mesh was used in patient, no other information was provided from the reporter.